Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure a "malapposed" stent was discovered. The target lesion was located in the right posterior descending artery (r-pda) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 32 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was referred for cardiac catheterization due to cardiomyopathy and severe coronary artery disease in a major vessel. At the time of event, the patient was on aspirin and clopidogrel. The 80% stenosis in distal right coronary (dist rca) artery was treated with pre-dilatation and placement of a 5.00 x 18 mm non bsc stent. Following ivus, distal stenosis with plaque shift were noted in the lumen of the distal rca). The stent (study stent) in r-pda was extending into distal rca with "malapposed" proximal portion of the stent (study stent) to the vessel wall. The 5.0 x 18 mm non bsc stent was post dilated using 6.00 x 15 mm maverick balloon and ivus revealed 0% residual stenosis with timi 3 flow. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient dentifer: (B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further (B)(4).